Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing damaged event on 03-jul-2024. The infusion set was in use for 45 minutes. The glucose level was 271 mg/dl and the patient was treated with correction bolus via pump. No further information available.